Manufacturer narrative:
Company rep evaluated the unit. Correction included replacement of the unit's communication serial cable. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have affected gas monitoring. No pt injury was reported.